Event description:
It was reported that during a vascular access intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and severely tortuous shunt. A 6.0 x 40/80 (4f) sterling balloon catheter was selected and advanced to treat the target lesion. Upon first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is operational context as the device performance was limited due to anatomical procedural factors. (B)(4).